Event description:
Event description cpi received information that this oscor lead (model 4440) was repostioned due to dislodgment. During the repositioning procedure the bipolar lead (model 4285) was damaged. It was repaired by the physician and the lead remains implanted.